Event description:
A health care professional reported a glare and difficulty focusing aiming beam onto posterior lens capsule, and tons of lens nicks even though applicator is set to posterior offset. In the beginning, the customer complained "tons of lens nicks". Later, the customer stated that there was miscommunication with regards to the patient outcomes and explained that it was just the glare/calibration issue that required a service visit. No patients have been negatively affected by the glare/calibration issues.

Manufacturer narrative:
Lens pits are the result of defocusing of aiming beam and laser beam. There are different causes for lens pitting due to unintended defocusing. Either the device is not in specification or there is an application issue. In the present case, it is unclear whether there were lens pits at all as the customer provided contradicting information. The root cause for the complained difficulties in focusing the aiming beam onto the posterior lens capsule was found to be a device malfunction that caused the posterior focus shift to be out of specification. With the current knowledge, it cannot be excluded that a tightened or incompletely loosened set screw will affect the focus shift in such a way that lens pitting might occur.